Event description:
It was reported that, during a rotator cuff repair surgery, before the footprint ultra suture anchor was inserted, the front end snapped, and the anchor fell off. The broken pieces were retrieved from the patient by gripper. Surgery was completed with a back-up device instead, used in the originally drilled bone hole. There was no surgical delay, and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual evaluation showed the device was not returned with any original packaging. The anchor assembly and sutures were not returned. The insertion device has no visible defects. A material assessment could not be performed due to the part not being returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factors that can contribute to the reported event include excessive force on the device, attempted correction of a damaged device, or an inadvertent impact event inconsistent with normal use. Based on this investigation, the need for corrective action is not indicated.